Event description:
Additional review reported that the patient also experienced headache.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
The hcp reported the patient experienced dizziness, , upset stomach, nausea, sleepiness, muscle weakness, ¿loose muscles¿ and vomited twice the morning the day of the report. The patient believed her pump wasn¿t working. The hcp did not know when the last refill was but believed the patient may have had a ¿shot¿ the day before the report. The hcp planned to contact the patient¿s pump managing hcp. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later received from the hcp indicated the cause of the event was unknown. The patient experienced leg weakness. A dose adjustment was done on 6/28/13. The patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).